Event description:
During disassembly, pin collet used with drill was noted to be leaking an oily substance.====================== health professional's impression======================potential for contamination of or sterile field.